Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) did not collect or store the atrial high rate episode. The device was re programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Diagnostics mismatch with under-reporting of atrial tachycardia (at)/ atrial fibrillation (af).